Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The original lancet the customer had in the device during the time of the call protruded past the end cap. She did not know if the original lancet was seated properly or not. No adverse event alleged. A request was made for the return of the device. Lot not provided.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.